Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was unable to prime. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 320119 batch no: 0014198. It was reported that the consumer has 7-8 pen needles that did not release any fluid during priming. Consumer reported having 7-8 pen needles from current box that did not release any fluid during priming. Stated because of this, she will not have enough needles until she receives her prescription. Informed consumer I would contact pharmacy to inquire if they can provide her a replacement box today.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-11. H6: investigation summary: customer returned (6) open 5mm, 31g pen needles without the tear drop label. Customer states that the pen needles did not release any fluid during priming. All returned pen needles were examined and 2 out of 6 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. All remaining pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA was unable to prime. This occurred on 8 occasions. The following information was provided by the initial reporter: material no: 320119 batch no: 0014198. It was reported that the consumer has 7-8 pen needles that did not release any fluid during priming. Consumer reported having 7-8 pen needles from current box that did not release any fluid during priming. Stated because of this, she will not have enough needles until she receives her prescription. Informed consumer I would contact pharmacy to inquire if they can provide her a replacement box today.